Event description:
A nurse from (B)(6) reported that while performing continuous veno-venous hemodialysis on a patient precipitate was observed and had formed in the predilution line only (not observed in any other location). Whitening of the post dilution could also be observed. (B)(4). The treatment continued. A sample of the predilution fluid was taken. There was no patient/user/other person's injury reported.

Manufacturer narrative:
(B)(4). Two solution bags were received as samples. The evaluated units were found to be acceptable. The root cause of this was not determined. Baxter will continue to monitor similar reports to determine if further actions are required.